Event description:
It was reported the device was used during a laparoscopic appendectomy procedure. It was reported the device was fired across tissue and produced a loud cracking sound at the beginning of the firing cycle. The device was reloaded with another cartridge and worked fine. There was no consequence to the pt. 12/19/1997 it was reported the device involved was a tsb35. The sales rep is only returning the tr35b reload because the tsb35 was not saved.